Event description:
Have 4 burns from using the fat freezer made by beautyko. No response from customer service. I emailed them to see if they thought it was defective since the burn from the square freezing panel is an oval about inch by 2 inches x 2 inch burns required special 3 wks of attention. I am a nurse so was able to buy special burn bandages to manage the burns. But now I have to deal with the scars. Fat freezer is a portable machine that freezes an area about 5x5 inches. It has a belt attachment and buttons for 30 min or 60 min of time. Mine is grey with a white front grill that has in an aqua color the words fat freezer.. (B)(4).